Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump power up properly after battery installation, operating currents within specification and no low battery alarms noted. The insulin pump has cracked case at reservoir tube window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Number from the medtronic minimed (B)(4) site, per variance 5.